Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) . (B)(6) md. Radiology-abdomen series complete/pa chest. Indication: abdominal pain. Findings: there are dilated loops of small bowel and stair step pattern. Compatible with mid small bowel obstruction. High-grade or complete. There is haziness at the lung bases. Heart is large. Impression: high-grade or complete mid small bowel obstruction. (B)(6) 2008: (B)(6) . (B)(6) . Radiology-CT abdomen/pelvis with oral and intravenous contrast. Indication: abdominal pain. Findings: visualized loops of bowel show fluid filled/dilated small bowel proximal and distal to a loop of small bowel that is incarcerated within umbilical hernia (image 65). Collapsed colon noted with scattered colonic diverticulae in the descending. No intra-abdominal free air or free fluid. Impression: 1) dilated fluid filled small bowel obstruction or pleural contrast concentrated proximally in the stomach and first portion of the duodenum. CT findings are consistent with incarcerated umbilical hernia responsible for small bowel obstruction. 2) probable myomatous uterus. Pelvis ultrasound could further characterize. 3) coronary artery disease. (B)(6) 2008: (B)(6) . (B)(6) , md; (B)(6) , md. Anesthesia record. Preoperative diagnosis: incarcerated umbilical hernia. Procedure planned: umbilical hernia. Weight 276 pounds. Allergies: no known drug allergies. Past surgical history: hernia repair abdomen (ventral hernia), bilateral tubal ligation. Review of systems: hypertension, asthma, orthopnea, nausea/vomiting. Tobacco use: none. Lab: white blood cell count 9.6. Asa: 3e. Postoperative diagnosis: incarcerated incisional hernia. Procedure: ventral hernia repair. Implant date: (B)(6) 2008 (hospitalization (B)(6) 2008) (B)(6) 2008: (B)(6) . Timmer. Operative report. Anesthesia: general. Pre-op diagnosis: incarcerated incisional hernia. Post-op diagnosis: same. Pathology: hernia sac. Blood lost: <100 cc. Drains: [none]. Procedure in detail: identified 20 [illegible] large defect with several swollen hernias and umbilical. Opened [illegible] between hernia and closed using dual mesh and [illegible words]. Surgeons: (B)(6) . [Full operative report not provided]. (B)(6) 2008: implant: ¿dual mesh plus¿, 15.0 cm x 19.0 cm x 1.0 mm. Lot # 05237352. Model#: 1dlmcp04. Expiration date: june 30, 2010. Manufacturer: w. L. Gore & associates. (B)(6) 2008: (B)(6) [assigned]. Implant log. Item: implant-nonstock. Status: implanted. Qty implanted: 1. Site: abdomen. Expiration date: june 30, 2010. Manufacturer: w l gore & assoc. Lot#: 05237352. Model#: 1dlmcp04. Comments: 15.0 x 19.0 x 1.0 mm dual mesh plus. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05237352) was implanted during the procedure. Relevant medical information: (B)(6) 2008: (B)(6) . (B)(6) , rn. Discharge instructions. Weight: 276 pounds. Diagnoses: 1) ventral hernia. 2) status post open repair. Wound care instructions: keep area clean and dry. Call your doctor for increasing redness, swelling, tenderness, drainage, or opening of incision. Activity instructions: stop and rest during activity if you feel increasingly tired, short of breath or feel pain. Resume usual activity. No lifting over 10 pounds times 2 weeks. Bath: shower. Diet instructions: special diet: 1600 calorie low sodium diet. Eat roughage (fruits, vegetable, whole grains). Avoid or restrict alcohol. Call your doctor if you have: persistent vomiting or diarrhea. Temperature over 101 degrees fahrenheit lasting more than 8 hours. Fainting or dizziness. Shortness of breath not relieved by rest. Discoloration or numbness of extremities. Pain not relieved by medication. Excessive bruising or bleeding. Sudden skin rash or itching. Follow up clinic visit: surgery clinic; (B)(6) 2008 8 am. (B)(6) 2012: (B)(6) public hospital. (B)(6) [illegible], md. Emergency room visit. Lower extremity swelling times 3 weeks. Also with shortness of breath. Has chronic pain and states that her entire body is hurting, worse this week. History of hypertension, asthma, elevated cholesterol, anxiety, depression, osteoarthritis, chronic pain. Past surgical history: hernia, tubal. Social history: no tobacco/ethanol alcohol/drug. Exam: obese soft nondistended nontender. 2+ pitting edema to bilateral mid shin. Impression: [illegible] with lower extremity swelling. Dyspnea on exertion worse over past week. Check chest x-ray, labs, brain natriuretic peptide. Primary diagnosis: shortness of breath. Secondary diagnosis: noncompliance. Instructions: take medications as prescribed. Keep follow up appointments. Low fat diet, work on weight loss. Disposition: home. Explant procedure: exploratory laparotomy trauma. Explant date: (B)(6) 2019 (hospitalization (B)(6) 2019). (B)(6) 2019: (B)(6) , md. Operative report. I have reviewed the notes, assessments, and/or procedures performed by dr. (B)(6) , I concur with her/his documentation of (B)(6) . Pre-op diagnosis: small bowel obstruction [k56.609]. Post-op diagnosis: same. Anesthesia: general. Surgeon(s) and role: *(B)(6) , md ¿ primary. *(B)(6) , md ¿ staff: scrubbed. *(B)(6) , md ¿ resident: surgeon chief. *(B)(6) , md ¿ staff: present. Staff: circulator: (B)(6) , rn. Relief circulator: (B)(6) , rn. Relief scrub: (B)(6) , cst. Scrub person: (B)(6) , cst. Estimated blood loss. Minimal. Quantitative blood loss: no data recorded. Drain: none. Total IV fluids: 2000 ml. Specimens: ID: a: mesh. Type: tissue. Source: abdomen. Tests: surgical pathology. Collected by: (B)(6) , md. Time: (B)(6) 2019 1229. Implants: *no implants in log*. Complications: none. Findings: 1 episode of svt (about 6 seconds) intraoperatively and another during extubation, cards consulted; small bowel densely adherent to ventral hernia mesh, two other adhesions. No perforation or ischemic bowel noted, few areas with serosal tears. Disposition: awakened from anesthesia, extubated and taken to the recovery room in a stable condition, having suffered no apparent untoward event. Condition: doing well without problems. Technique: ¿after informed consent was obtained, the patient was brought to the operating room and placed on the table in supine position. General endotracheal anesthesia was induced without complications. The abdomen was prepped and draped in usual sterile fashion. A time-out was performed that identified the correct patient, date of birth, antibiotics, procedure. A midline laparotomy incision was made using a scalpel and carried down through the subcutaneous tissues the fascia was entered superiorly and we noted dense adhesions to the abdominal wall this time. We carefully opened the fascia taking care to take down the bowel that was adherent using sharp dissection. We dissected all the small bowel free from the mesh using sharp dissection. There is no areas of necrosis and 2 small areas with serosal tears. We repaired these with 3 0 vicryl. We also explanted the mesh using bovie electric cautery. We ran the bowel from ligament of treitz to cecum and lysed any adhesions that were concerning for possible obstruction. The culprit of the obstruction was found in the right lower quadrant near the mesh. Hemostasis was achieved and the fascia was closed with interrupted 0 pds in a smead jones fashion. Of note, in the midline the fascia was retracted and we closed scar tissue with plans for possible hernia repair in the future if warranted. The skin was closed with staples. The patient was then awakened from anesthesia and taken to the pacu in stable condition. Dr. (B)(6) was present and scrubbed for the entire procedure. All counts were correct x2.¿ relevant medical information: (B)(6) 2019: (B)(6) medical center ¿ no. (B)(6) , md. Pathology. Surgical pathology (final result). (B)(6) . Specimens: 1) abdomen, mesh. Clinical information: small bowel obstruction. Gross description: received in formalin, labeled with the patient¿s name and medical record number, and designated as ¿mesh¿, is a pink-tan, firm, fragment of synthetic material measuring 8.6 x 4.9 x 0.9 cm. No identifying marks or numbers are seen on the synthetic material. Attached to the specimen is scant pink-tan tissue fibrous fragments. Representative sections of the tissue fragments are submitted in two cassettes. Final diagnosis: soft tissue and medical device (¿mesh¿), excision. Fibroconnective and fibromuscular tissue with chronic inflammation and a foreign body giant cell reaction with associated foreign material identified. Medical device, consistent with mesh, identified. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: no information. Implant procedure: exploratory laparotomy and hernia repair ventral. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/05237352, 15cm x 19cm x 1mm] implant date: (B)(6) 2008 (hospitalization dates unknown). (B)(6) 2008: unknown facility. (B)(6), md. Operative information. No operative report provided. Preoperative and postoperative diagnosis: incarcerated incisional hernia. Anesthesia: general. Asa 3e. (B)(6) 2008: implant: ¿dual mesh plus¿, 15.0 cm x 19.0 cm x 1.0 mm. Lot # 05237352. Model#: 1dlmcp04. Expiration date: june 30, 2010. Manufacturer: w. L. Gore & associates. Relevant medical information: no information. Explant preoperative complaints: no information. Explant procedure: no information. Explant date: no information. Relevant medical information: no information. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent hernia, adhesions, bowel adhesion and obstruction, pain and suffering. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."